Manufacturer narrative:
Device evaluation is complete.

Event description:
It was reported that during testing conducted at the user facility, the device was damaged due to overheating, however, the device did not catch fire. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.

Event description:
It was reported that during testing conducted at the user facility, the device was damaged due to overheating, however, the device did not catch fire. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.